Event description:
It was reported that the patient underwent the following: (B)(6) 2010: procedures performed: the patient underwent an l2-l5 lumbar laminectomy with bilateral hemilaminotomies at l2 through l5 and l3-4 complete laminectomy with decompression of lateral recess and neural loramina at l2-3, l3-4, and l4-5, posterior spinal lumbar instrumented fusion using cortical screw, autograft, allograft, instrumentation and bone marrow aspirate spun down for stem cell as well as bmp. Postoperative diagnosis: multilevel degenerative disc disease, lumbar spine, greatest from l1 to l5. Multilevel lumbar stenosis, greatest from l2 through 5, greatest at l4-5. Debilitating back and bilateral leg pain, worse with ambulation. Moderate to severe degenerative disk disease l4-5 and transitional l5-s1 anatomy. On (B)(6) 2010: impression- degenerative disc disease of lumbar spine, greatest at l4-5 status post l2 through l5 laminectomy and l4-5 fusion new onset of left greater than right buttock and leg pain (B)(6) 2010: preoperative diagnosis- multilevel degenerative disk disease, lumbar spine debilitating back and right greater than left leg pain history of previous lumbar laminectomy and l4-l5 fusion transition l5-s1 anatomy postoperative diagnosis: multilevel degenerative disk disease, lumbar spine debilitating back and right greater than left leg pain history of previous lumbar laminectomy and l4-l5 fusion transition l5-s1 anatomy procedures: l1 to l4 direct lateral interbody fusion done through an anterior retroperitoneal minimally invasive approach. L1 to l5 revision posterior spinal <(>&<)> removal of hardware and exploration of fusion l4-5 and augmentation of the l4-5 fusion. Per medical records, doctors placed bmp and competitor product into the cage and carefully impacted these into position using ap image guidance to confirm. They took final x-rays which showed excellent alignment of the constructs. It was reported that the patient suffered the following injuries: osteophytes at l1, bilateral facet hypertrophy l2-3, l3-4; mild neuroforaminal stenosis l2-3, l3-4, and l4-5, failed back syndrome, spinal stenosis, radiculopathy, and pain/swelling at the implant site.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.